Manufacturer narrative:
(B)(4). The complaint rt380 circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation and was visually inspected. Results: visual inspection revealed a crack along the length of the patient end connector on the expiratory limb. A lot check could not be performed as lot information was not provided. Conclusion. We are unable to determine the cause of the damage to the subject breathing circuit. The hospital had informed us that the circuit had been in use for three days before the crack was observed, which suggests that the circuit was undamaged at start of use. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions that accompany the rt380 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the end of the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the end of the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was cracked. No patient consequence was reported.